Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (using a broken/modified device); conclusions: failure to follow instructions (using a broken/modified device).

Event description:
A sentrant introducer sheath was used for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during prep, the flush valve detached immediately upon flushing. The physician placed a clamp on the tubing and used without the stop cock. The physician delivered the device bareback and only ballooned with reliant balloons through sheath. The dilator was removed successfully. The endurant delivery system was inserted into the sheath without any insertion or removal difficulties. The device was unsuccessfully flushed. The physician/tech did not notice any glue residue where the flush valve came apart. There was no damage to the packaging. The patient is fine. The root cause of the event was due to the tube of the complaint side port had a lower diameter and therefore fitted loosely into the stop cock inner diameter.